Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 293mg/dl on (B)(6) 2016 at 10:23am fasting. The customer's expected fasting blood glucose test result range is 140-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 253 and 235mg/dl. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 4/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer stated that has just started his diet the week of (B)(6) 2016 and exercising more; however, he has not had any recent changes in his medication. The customer is testing once a day (fasting) and is taking medication for his diabetes (pill form).